Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope and recovered the fault to resolve the issue. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer who believes that the error was caused by a drape issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the system had recoverable fault occurred 3 times and the endoscope rotated 180 degrees when this occurred. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 23003 on universal surgical manipulator (usm) 3, axis 4. The endoscope was in usm 3 and the customer had reseated the endoscope. The customer recovered the fault and the error was not persisting. The tse recommended that if the error persisted, to hold the endoscope, rotate the shaft of the endoscope, and observe any resistance or grinding which would confirm a endoscope issue and if so to advance exchange (aex) the scope. The procedure was completed with no reported injury.